Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling, device migration. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with a 325cc mentor memorygel breast implant on the right side and an unspecified mentor gel implant on the left side, experienced right-side breast implant rupture. It was also reported that the patient has developed left-side breast implant malposition and double bubble effect. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with the following devices: (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7635429 sn: (B)(4) and (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7635429 sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).